Manufacturer narrative:
B5: it was reported during follow up that the cause of the event was a breach in aseptic technique. The breach in aseptic technique was further described as a breach in sterile pathway. It was reported that re-training on aseptic technique was provided to the caregiver. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with netlimycin injection (50mg, route, frequency and duration were not reported) and fortum injection (500mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.